Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had dropped the insulin pump and broke the casing. Customer stated that the damage is to the batter cap. Customer's blood sugar at the time of call was at 79 mg/dl. Advised will send replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.